Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 75% to 25% while connected to a power source. In addition, the customer received a power source alert after plugging the pump into a wall outlet. Ultimately, the alert cleared and the pump began charging. The customer's blood glucose level was 145 (mg/dl).